Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15251. It was reported one of the patient's leads migrated. Surgical intervention was undertaken on (B)(6) 2015 and the lead was repositioned. The patient reported effective stimulation coverage postoperative and the issue is reportedly resolved. It is unknown which lead migrated, therefore all possible lots are being reported.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).